Event description:
Info received indicates the head section raises and then lowers itself back down unintentionally.

Manufacturer narrative:
The tech inspected the head limit switch and found small pieces of plastic in the head screw assembly channel and rocker arm, and the head limit switch was broken. The tech replaced the head limit switch and cleaned head screw channel to repair the bed.